Event description:
Following insertion of the iab through an introducer sheath, the user was unable to flush the side arm. Because of this, the iab was removed and replaced. There were no pt complications.